Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope had connection issues with no further information provided. The issue was found during preparation for use. A similar device was used for the procedure. There was no report of delay or harm to a patient or user associated with this event. Device evaluation found no image, an error e315 scope detection failed was observed. This report is being submitted due to the finding of no image , error e315 identified during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of connection issue was confirmed. Device evaluation found an error e315 scope detection failed and showed no image when plugged into the processor. The device was found to be leaking at initial inspection, the plug body was dismantled, and the moisture indicators had been triggered evidencing fluid ingress within the plug body. Fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or the cleaning process and is therefore typically attributed to user handling. Additional evaluation findings were as follows: there was water ingress in the scope connector, the bending section cover had adhesive that was lifting, the down angle did not meet specification, the up/down angle had play and the automated air leak test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.